Manufacturer narrative:
Weight - large build, age - mid 40s. Additional relevant info wil be provided when the device evaluation is completed. The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct.

Event description:
Same case as MFR ID: 2184052-2014-00045, 2184052-2014-00047; intraoperative assembly difficulty was reported. The pt was undergoing a 2 level anterior lumbar interbody fusion surgical procedure for degenerative disc disease from l4-s1 using infix instrumentation. A construct was assembled in the disc space but was not yet locked. A lateral x-ray was taken to confirm position. Lucency was observed between the superior endplate and struts. It could not be determined if it was one, or both struts. The implant was removed and replaced with another. Some damge was observed in the channels after it was removed. The reporter does not know when the damage occurred. This event resulted in a 10 minute delay nad the procedure was completed with another. There was no pt impact.